Event description:
Dimension system was set up to run a diluted patient sample. A second operator entered information for another patient assigning it the location which was being used for the diluted sample. As a result the glucose value for the diluted sample of pt #1 was reported as an undiluted value on patient#2. The glucose value reported on patient#2 was 27mg/dl. The report was sent to the floor and the patient was given a full meal. No other treatment was administered.